Event description:
The initial reporter received questionable troponin t gen 5 results for two patients from the cobas e 411 rack analyzer. For patient 1, three samples from the patient were tested: baseline result was <6 ng/l with a data flag. 1 hour result was 26.71 ng/l with a data flag. 3 hour result was <6 ng/l with a data flag. The 1 hour sample was later repeated and the results were 6.75 ng/l and <6 ng/l with a data flag. For patient 2, the initial result was 21.45 ng/l with a data flag and the repeat results were 16.49 ng/l and 16.29 ng/l. This patient was an (B)(6) male. The erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 345886. The expiration date was requested but was not provided. The field service representative found there was cracked pinch tubing which he replaced. The customer calibrated and ran controls which were all okay. The investigation determined the issue was resolved by the service actions.